Event description:
Right total hip replacement on (B)(6) 2007. He received the depuy total hip pinnacle 300 acetabular cup sz mm 60, pinnacle metal insert 36mmidx60mmod, and articul/eze metal on metal femoral head 36mm, +5, 12/14 cone. In (B)(6) 2012, he began experiencing pain and stiffness in his right hip which was aggravated by walking and standing for extended periods of time. These problems are ongoing. Dates of use: right- (B)(6) 2007-present. Reason for use: post-traumatic arthritis.